Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a pacemaker implantation procedure, the subject lead was inserted into the patient¿s atrium. The lead was tested by a pacing system analyzer multiple times in and near the right atrial appendage, but the p-wave amplitude was unable to be measured at any of the tested sites. The atrial pacing threshold was around 3.0 v and the atrial lead impedance was around 1800 ohms. The use of the lead was discontinued and the procedure was completed without implantation of an atrial lead (a ventricular lead and a single chamber pacemaker were implanted).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, during a pacemaker implantation procedure, the subject lead was inserted into the patient¿s atrium. The lead was tested by a pacing system analyzer multiple times in and near the right atrial appendage, but the p-wave amplitude was unable to be measured at any of the tested sites. The atrial pacing threshold was around 3.0 v and the atrial lead impedance was around 1800 ohms. The use of the lead was discontinued and the procedure was completed without implantation of an atrial lead (a ventricular lead and a single chamber pacemaker were implanted).